Event description:
Per importer's MDR: it was reported the walker was begun to collapse. No pt injuries were reported as a result of this event.

Manufacturer narrative:
There is no way to know whether this device was manufactured by foshan r. Poon medical co., ltd, since there was no model number provided and the device was not returned for eval.